Manufacturer narrative:
The PMA number for the edwards sapien transcatheter heart valve is p110021 and the PMA number for the edwards sapien xt transcatheter heart valve is p130009. The device was not available for evaluation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter mitral valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the too ventricular valve placement could not be determined with the available information. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves an 8-year single-center experience¿, a total of 73 patients with aortic (42 patients) and mitral (31 patients) bioprosthetic valve dysfunction underwent transcatheter valve in valve implantation between april 2007 and december 2013. Edwards balloon-expandable transcatheter valves were used at a single center. The first-in-human aortic and mitral valve in valve implantations were performed by the implantation of 23mm and 26mm cribier-edwards equine valves, respectively, using a transapical approach. In all subsequent cases, bovine edwards sapien and sapien xt valves were implanted through either a transfemoral or transapical approach. Transapical access was the only approach that was used for mitral valve in valve implantation. One patient with a failed mitral bioprosthesis required implantation of a second valve because of an initial implant placed distal (more apical) to the mitral annulus. Reference: ye et al. Transcatheter aortic and mitral valve-in-valve implantation for failed surgical bioprosthetic valves, an 8-year single-center experience. Jacc: cardiovascular interventions vol. 8 no. 13, 2015.

Manufacturer narrative:
This is three of eight manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01272, 2015691-2018-01264, 2015691-2018-01266, 2015691-2018-01267, 2015691-2018-01268, 2015691-2018-01271, 2015691-2018-01270.